Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00766.

Event description:
The user facility reported that the angio-seal guidewire was inserted into the procedure sheath, which was already positioned in the artery and the procedure sheath was replaced with the locator/insertion sheath assembly, which were mate with. Then the arteriotomy locator and guidewire were removed from the insertion sheath. When the angio-seal device was being inserted into the insertion sheath, there was resistance like getting caught and the angio-seal device became unable to be advanced. Another angio-seal device from the same lot was unpacked and only device was used and inserted into the insertion sheath, but the device could not be pulled and locked. Then the insertion sheath and the device were withdrawn, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. Estimated blood loss was less than 250cc's. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was not performed due to the patient's condition. The size of the sheath ancillary used was 8 fr. The puncture site and the vessel diameter were unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - (B)(4) is based upon evaluation of the return sample; (B)(4) is based upon dimensional testing and functional testing of the returned sample. One used 8fr angio-seal vip was received for product evaluation at terumo medical corporation. The carrier tube assembly was returned completely unmated from the hemostasis sheath. No other accessory components were returned. Upon visual analysis, it was noted that the carrier tube assembly was completely unmated from the hemostasis sheath and the deployment sleeve of the device was in the forward lock position. Multiple kinks were noted along the length of the carrier tube assembly as well as the sheath shaft. The bypass tube was dislodged and located at the hub of the carrier tube assembly and the tamper tube was completely exited from device. The hemostasis valve of the hemostasis sheath was examined under the microscope and the anchor and collagen were found to be stuck at the hemostasis valve and suture still intact, connecting the carrier tube and hemostasis sheath. No anomalies were observed on the locks of the device cap. For dimensional testing, the od of the carrier tube was measured to be 0.102'' and which was within the specification of 0.102" +/- 0.005. The measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. For functional testing of the locks, the carrier tube shaft was cut and assembled with the hemostasis sheath hub. The device locked properly and was able to be moved to rear lock position and expose the color bands completely. Based on the condition of the returned device, the complaint could be confirmed for assembly difficulty. The allegation of the locking difficulty cannot be confirmed as the device passed the functional testing. Based on the available information, the exact cause cannot be determined. One possible cause may stem from the user not possibly mated the hemostasis sheath and carrier tube assembly appropriately. The likely cause for the collagen becoming stuck in the hemostatic valve could be due to the dislodgement of the bypass tube during insertion of the carrier tube or while attempting to separate the carrier tube from the sheath. The carrier tube assembly was dimensionally tested, and no anomalies were noted. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).